Event description:
A mgr of outpatient surgery at the user facility reports that an intraocular lens (iol) became stuck in the cartridge of the iol delivery system. There was no pt impact/injury associated with this event.